Manufacturer narrative:
Batch review performed on 04 jun 2019: lot 132938: (B)(4) items manufactured and released on 24 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (MDR: 2016-00551).

Event description:
The patient had a hip infection. The pathogen is unknown. About 2 years after primary the surgeon performed an I&d and insert-swap. The surgery was completed successfully.